Event description:
Caller reported a cgm error 42 related to the sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and assisted the caller through the process, after which the pump did not display the cgm error code again.